Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device stopped working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) device has stopped working. It is unknown if there was patient involvement, along with the circumstance in which the issue occurred. The reporters occupation and department has been provided. Failure observed by end user ¿device stop working¿. A getinge field service engineer (fse) examined fault logs and observed no critical error codes. Performed all diagnostic tests and observed no faults. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device stopped working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.